Event description:
It was reported that while setting up for an unk case, an error 4 occurred. The case was completed with electrocautery. No pt consequence occurred.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.